Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Abbott support instructed the customer to replace the sample probe, r1 probe and r2 probe. Abbott field service (fs) then checked the system and found a lot of salt build up in the sample syringe. Fs identified the sample syringe as the likely cause and replaced the leaking sample syringe. The customer's complaint history does not show a recurrence of discrepant or erratic results since fs replaced the leaking sample syringe. A review of complaints against the sample syringe found no similar complaints with salt buildup and/or leaking of the sample syringe. A review of quality metrics for the i2000 and sample syringe found the sample syringe reliability yield to be within acceptable limits. A review of the architect system operations manual and the anti-hbc ii package insert revealed adequate labeling with regard to testing, sample handling, precautions and troubleshooting the customer's issue. Based on the available information, a specific cause for the false (B)(6) anti-hbc ii result could not be determined. The evaluation was not able to rule out sample handling and/or integrity issues as a contributing factor. The evaluation did not identify a deficiency of the sample syringe or architect system.

Event description:
The customer stated that a false nonreactive architect anti-hbc result of 0.61 s/co was generated for patient (B)(6). The sample retested reactive at 9.28 s/co. No impact to patient management was reported.